Event description:
During a stenting procedure with a 3.0 by 18mm cypher stent, the balloon ruptured during inflation at 10atm resulting in an under-dilated stent. To fully dilate the stent, post-dilation was successfully conducted with 3.0 by 15mm unknown brand balloon which had been previously used for pre-dilation. The procedure was successfully conducted without injury to the patient. The target lesion was de novo, slightly calcified, and moderately tortuous with 99 percent stenosis in the atrioventricular coronary artery. Patient was a male.

Manufacturer narrative:
Please note that this product is not distributed, however, it is similar to a product that is sold. Additional information will be submitted within thirty days upon receipt.